Event description:
It was reported via repair work order that the fowler was drifting due to malfunction motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the fowler was drifting due to worn fowler clutch

Event description:
It was reported via repair work order that the fowler was drifting due to worn fowler clutch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.